Event description:
Per the clinic, open and short circuits were noted on 12 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.